Event description:
It was reported that the left ventricular (lv) lead dislodged from the lv position two months post implant. The physician suspects patient movement as the other leads, atrial and right ventricular (rv), have also pulled back. The lv lead was explanted and replaced; however it was noted that upon removal of the lv lead the lead had separated, split proximal from distal. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead, implanted: (B)(6) 2013 ; 5076-52 implantable pacing lead, implanted: (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).